Event description:
Surgeon reported suing the selector system. During the operation, the saline ran out so there was no irrigation to the handpiece which causes the handpiece to heat up and then the tip melted. No patient injury was reported due to the melted tip. Replacement saline bag added to system and tip replaced, and operation proceeded.